Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure migrated to uterus / the right implant fall out'), pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum haemorrhage in (B)(6) 2012, tenderness breast, endocervical curettage, endometrial curettage, hip surgery, uterine enlargement and paratubal cyst. Pelvic ultrasound was performed ta/tv/3d/dopplers. Previously administered products included for rheumatoid arthritis: humera; for an unreported indication: tylenol. Concurrent conditions included mastodynia, dysfunctional uterine bleeding, tiredness, weakness, urinary incontinence, ovarian pain, rheumatoid arthritis, general body pain, fever, back pain and headache. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 for birth control as well as nortriptyline, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fibromyalgia ("infection type: urinary tract, autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (on (B)(6) 2013 underwent ablation and d&c and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, fibromyalgia, dyspareunia, urinary tract infection, dysmenorrhoea and depression outcome was unknown and the pelvic pain was resolving. The reporter considered depression, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates- (B)(6) 2013 (right side), (B)(6) 2015 (left side). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Viral test - on an unknown date: abnormal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- new events depression were added. Concomitant and historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure migrated to uterus / the right implant fall out'), pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum haemorrhage in (B)(6) 2012, tenderness breast, endocervical curettage, endometrial curettage, hip surgery, uterine enlargement and paratubal cyst. Pelvic ultrasound was performed ta/tv/3d/dopplers. Previously administered products included for rheumatoid arthritis: humera; for an unreported indication: tylenol. Concurrent conditions included mastodynia, dysfunctional uterine bleeding, tiredness, weakness, urinary incontinence, ovarian pain, rheumatoid arthritis, general body pain, fever, back pain and headache. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 for birth control as well as gabapentin, nortriptyline, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tapentadol hydrochloride (nucynta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fibromyalgia ("infection type: urinary tract, autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (on (B)(6) 2013 underwent ablation and d&c and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fibromyalgia, dyspareunia, dysmenorrhoea and depression outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered depression, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates- (B)(6) 2013 (right side), (B)(6) 2015 (left side) patient received treatment for : pain , abnormal bleeding, uti, migration diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Viral test - on an unknown date: abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: pain , abnormal bleeding, uti. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure migrated to uterus / the right implant fall out'), pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum haemorrhage in august 2012, tenderness breast, endocervical curettage, endometrial curettage, hip surgery, uterine enlargement and paratubal cyst. Pelvic ultrasound was performed ta/tv/3d/dopplers. Previously administered products included for rheumatoid arthritis: humera; for an unreported indication: tylenol. Concurrent conditions included mastodynia, dysfunctional uterine bleeding, tiredness, weakness, urinary incontinence, ovarian pain, rheumatoid arthritis, general body pain, fever, back pain and headache. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 for birth control as well as gabapentin, nortriptyline, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and tapentadol hydrochloride (nucynta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In march 2015, the patient experienced fibromyalgia ("infection type: urinary tract, autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (on (B)(6) 2013 underwent ablation and d&c and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fibromyalgia, dyspareunia, dysmenorrhoea and depression outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered depression, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates- (B)(6) 2013 (right side), (B)(6) 2015 (left side) patient received treatment for : pain , abnormal bleeding, uti, migration diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Viral test - on an unknown date: abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right essure migrated to uterus / the right implant fall out'), pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum haemorrhage in (B)(6) 2012, tenderness breast, endocervical curettage, endometrial curettage, hip surgery, uterine enlargement and paratubal cyst. Pelvic ultrasound was performed ta/tv/3d/dopplers. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included mastodynia, dysfunctional uterine bleeding, tiredness, weakness, urinary incontinence, ovarian pain, rheumatoid arthritis, general body pain, fever, back pain and headache. Concomitant products included medroxyprogesterone acetate (depo provera) since 2007 for birth control as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fibromyalgia ("infection type: urinary tract, autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy - left essure removed, on (B)(6) 2013 underwent ablation and d&c and surgical removal of coil(s) - right essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, fibromyalgia, dyspareunia, urinary tract infection and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates- (B)(6) 2013 (right side), (B)(6) 2015 (left side) diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Viral test - on an unknown date: abnormal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: new events ¿¿abnormal bleeding (vaginal, menorrhagia), infection type: urinary tract, autoimmune disorder type of disorder: fibromyalgia, migration of essure device location of device: right essure migrated to uterus, dysmenorrhea (cramping), infection (bladder/urinary tract/vaginal) type: uti dyspareunia (painful sexual intercourse), plaintiff did not undergo essure confirmation test ¿,dob and lab data , new concomitant and historical conditions were added. Event ¿physical pain¿ outcome updated to ¿recovering ¿.